Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The clip not deploying and remaining in the device as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical condition. During manufacturing, all devices are inspected and verified for proper loading of the clip onto the carrier tube. A sample of finished devices is taken from each lot and verified for ability to functionally deploy. The starclose se instructions for use (IFU) states: while stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. Support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. The clip not deploying (misfires) and remaining in the device can be caused by not following the steps. There was no reported information of any abnormal user technique. There was no report that the patient had any of the conditions listed under the special patient populations section of the IFU. Based on the reported information and the inspection criteria, a definitive cause for the clip not deploying and remaining in the device could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents of clip not deploying and remaining in the device. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, after clip deployment the starclose se device was removed and the clip was found in the device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.